Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis. Visual, dimensional and functional inspections were performed on the returned device. The leak was not confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. The leak was not noted during returned device analysis. It is possible that procedural technique contributed to the leak; however, this could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. User facility medwatch report number: (B)(6) .

Event description:
It was reported via user facility medwatch that "bleedback control valve had a leak in it and kept pulling back bubbles. Air was not injected into the patient." Subsequent information received noted the device was being prepared for use when the leak was noted and there was no patient involvement. No additional information was provided.